Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the user's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.